Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection upon receipt revealed housing and keypad damage which did not affect the device¿s functionality during testing. The device was able to power on using ac and battery power. The unit was able to visually and audibly alarm during alarm conditions. The device was able to obtain readings and passed both manual and preset measurement simulation tests. Internal inspection was performed and showed that a system board component (c200) had broken away from the system board. The identified defects did not affect the device functionality during testing and are unrelated to the customer complaint. The customer¿s complaint was not confirmed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device provided inaccurate values. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the device provided inaccurate values. No consequences or impact to patient were reported.